Manufacturer narrative:
(B)(4). Advancer. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. A possible cause of this condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. The remaining clips were conforming according to our manufacturing specifications. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the deployed clips were malformed and the clip was formed loosely. Another device was used to complete the case. There were no adverse consequences to the patient.